Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer. Patient product ID: 97755, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient underwent the revision and troubleshooting surgery. The incision was opened and they found that the battery was not tilted and lead loops were all behind the battery in the same position as implanted. There was an infection with thick fluid around the device. However the incision on skin was perfectly healed with no signs of infection. Troubleshooting was performed directly over the device but unfortunately they got the same results they did before despite physician recharge mode and enabling and disabling the device. A new device was implanted.- information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced loss of stimulation. He tried to recharge the ins but did not work.  Cannot communicate with the ins through the patient controller either. When the patient was examined the second day, they found that the ins battery was depleted/discharged and they tried to recharge the battery on al mode but did not work. Another patient controller was tried following the instructions sent by technical services, but that did not work too. On (B)(6) 2022 tried to recharge the ins directly with open incision, tried all possible troubleshooting as advised by technical services with open incision but it did not work. It was decided to replace the ins with a new one. The patient was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that there was a discharged implantable neurostimulator (ins) and it could not communicate with the patient programmer. The manufacturing representative tried to use a new controller and new recharger but he could not charge the ins or communicate with it. There was a error screen 99 that showed 1 -intellis, 2- 3.6, 3-58, and 4 ¿ qf_new. Additional information was received from the manufacturer representative. It was reported that as of (B)(6) 2022, they were still waiting for the troubleshooting steps. Additional information received reported that according to the lateral images it seemed like the ins was slightly tilted, which can cause difficulties when trying to establish telemetry. Additional information received from the manufacturing representative reported that they believed the ins was slightly tilted. They were working with the hcp to do troubleshooting with an open incision, if that did not resolve the issue the device would be replaced.

Manufacturer narrative:
Correction: upon further review, serious injury should have been checked in h1 as intervention was required. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2. Correction: upon further review, the correct country in which the event occurred (e1/g2) was the united arab emirates, not kuwait as previously reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reported that during troubleshooting is was discovered that the issue was with the ins.

Manufacturer narrative:
H3 device evaluation: analysis of the implantable neurostimulator (ins) determined that there was abnormal function of an integrated circuit on the hybrid circuit board. H6: please note that method code b17, result code c20, and conclusion code 67 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.